Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) conducted an onsite visit and determined that the flex vision pc start up problem. After reviewing the log file, fse found that there is malfunction on flex vision pc, but the cause of malfunction is unknown as flex viewing-pc does not respond. Upon troubleshooting fse identified that flex vision pc was not booting up. To resolve the issue, fse replaced the flex vision pc. After replacing the flex vision pc, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision pc was unable to start up, there was no display on the flexvision monitor. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.